Event description:
It was reported that, a nurse injured a finger tendon when she placed her finger in a gap between the cradle and the cover. The hcp moved the cradle backwards unaware that the nurse's hand was on the table. No lacerations were reported. A splint may have been necessary for a few days.